Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-713a-(B)(4): the fiber is broken within the outer flow tubing at open end; the outer flow tubing open end is partially attached to cap; the fiber glass cap detached however the glass and metal caps are still secured by outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass and metal cap exhibit no signs of usage; the outer flow tubing open end exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that at the beginning of a pvp procedure (9 seconds, 452 joules of usage) the fiber tip broke. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.